Event description:
It was reported that (2) devices were used during a hemicolectomy. It was reported by the affiliate that the tx60b instrument was used during the procedure. The surgeon stated that the device stapled sufficiently. In the case the device was used three times with xr60b reloads. The device was fired twice for the resection of the colon. These staple lines were removed from the patient together with operative specimen. A latero-lateral anastomosis was performed using a plc device. A third tx60 staple line (second reload), was performed for the cross closure of the anastomosis. The tx devices functioned without showing any problems, no intra-operative complications based on the product. Consequently, the hemicolectomy was sufficiently performed. The condition of the patient got worse two days postoperative. The patient was reoperated. In the middle of the staple line an insufficiency was noticed. The staple line was not removed and the case was completed by hand suturing. There were no further complications. The devices were discarded.